Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. D10: transray plus 35cc. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) had an optical sensor calibration error during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , d10. Due to character restrction in block e1. E1 eventvsite name is (B)(6) hospital. E1 event site address is (B)(6). Corrected field: e1 (event site email, event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no abnormalities found. Suspected the cause to be on the cath side. The unit was operating as expected.